Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support while waiting for heart transplant and approximately 61 days into support, a kink in the catheter at the proximal end by the red plug for identified. The nurse "untwisted" the catheter to mitigate risk of damage, the support continued with the device and no adverse effect to the patient. The patient was successfully transplanted 10 days later and over a period of 48 hours the patient was successfully weaned and impella cp device was explanted.

Manufacturer narrative:
The investigation for the product damage has been completed. Product was not returned for review. The root cause of catheter kink was unable to be determined as limited clinical details were provided and no product was returned for review.